Event description:
The account alleged the fixed side rails tha have broken welds on the bottom of the rail where the post slide into the bracket. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.